Manufacturer narrative:
Remote review of customer's instrument images: sample (B)(6) batch 50190 tested on (B)(6) 2016. Negative reactions as expected for cell 1, visually negative. Unexpected negative reactions for cells 2 and 3, visually negative controls reacted as expected pi lab confirmed the reactivity of the e antigen on cell 2 of retention capture-r ready screen (3) plates lot r770 using retention capture-r indicator cells lot 221714 and retention anti-e lot tn0034. Controls performed as expected and cell 2 was 4+ positive. Retention product performed as expected. Pi lab confirmed the reactivity of the k antigen on cell 3 of retention capture-r ready screen (3) plates lot r770 using retention capture-r indicator cells lot 221714 and retention anti-k lot dl18585a. Controls performed as expected and cell 3 was 3+ positive. Retention product performed as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected (B)(6) result when testing a patient sample using capture-r ready-screen (3) (crrs 3) on the galileo echo m00810. The patient has a history of anti-e and anti-k.